Manufacturer narrative:
The aic was returned and an investigation into the reported 'aic - a/c power issues" has been completed. The device was visually inspected and, although there was no verifiable damage to the power cord, the purge disc retainer was found to be broken (broken blue disc retainer). There was speculation that the biomedical team at the account had repaired the plug before sending the console back for investigation. Before returning this console back to the customer, fs was instructed to replace the purge disc retainer, validate sensor accuracy via section 12 of the pm procedure, perform electrical safety test and perform a full functional check on the console and optical system. There were no supporting evidence in logs found. The report of a damaged power cable could not be confirmed and a cause could not be established. The fractured purge disc holder was attributed to a component failure. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The user facility reported the automated impella controller (aic) power cable had become damaged. The console was replaced without issue. Upon investigation of the returned device, it was further noted that the purge disc holder was broken. There was no patient harm as a result of the noted damage.